Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon contacted to advise about a revision for infection. However, it was apparent that the reported revision was the second revision. Therefore, an additional record is being opened to reflect the first revision.